Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01894. Related manufacturer reference number: 1627487-2023-01896. It was reported that the patient experienced pain at the ipg site and ineffective therapy. As such, surgical intervention took place wherein entire system was explanted and replaced resolving the issues. Reportedly, therapy was confirmed. Patient also reported pain at the site and some pain the side near ribs with patient¿s previous ipg. The ipg was explanted and replaced to address the issue.